Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. Customer changed infusion set supplies to resolve the issue. Additionally, it was reported that there was a "white light flashing around the led button." Customer's blood glucose level was 221 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.